Manufacturer narrative:
The oad and guide wire spring tip were received at csi for analysis. The entirety of the guide wire was not returned. A visual examination confirmed that the spring tip was fractured, near the proximal adhesive bond. Scanning electron microscopy analysis showed evidence of torsional forces and rotational damage at the fracture site. There was no damage observed with the oad. When tested, the oad functioned as intended with no abnormalities or crown jumping observed. The device data log did not identify any events that would have contributed to the reported crown jumping. At the conclusion of the device analysis investigation, the report that the guide wire fractured was confirmed. It was hypothesized that the spinning driveshaft made contact with the spring tip, causing the fracture. This is consistent with the details reported to csi which state that "the orbital atherectomy device jumped forward and contacted the tip of the viperwire guide wire". The root cause was determined to be use not consistent with the instructions for use (IFU) which is also consistent with details which state "during review of imaging, it was determined that the guide wire was not placed far enough away from the distal end of the lesion." The report that the oad crown jumped was not confirmed through analysis and no abnormalities or damage were identified that would have contributed to the crown jumping event. The diamondback coronary orbital atherectomy device IFU warns: do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
During the first orbital atherectomy treatment in the left anterior descending artery (lad), the orbital atherectomy device jumped forward and contacted the tip of the viperwire guide wire. The guidewire fractured. The wire fragment was retrieved with a snare, and the procedure was completed with stent placement. During review of imaging, it was determined that the guide wire was not placed far enough away from the distal end of the lesion.